Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a progressive rise in threshold and is now high. The lead is still in use and no further action is planned. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.